Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8 590-1, lot# n268527, implanted: (B)(6) 2011, product type: accessory. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a patient via a company representative and a healthcare provider regarding a patient receiving fentanyl (1000 mcg/ml at 6.1 mcg/day) via an implanted pump. The indication for use was non-malignant pain and other chronic/intractable pain (trunk/limbs). On (B)(6) 2015 the patient saw a "474" code on her ptm (personal therapy manager) and was experiencing increased pain. The pump was interrogated on (B)(6) 2015. The pump logs indicated "reset occurred", "reset occurred - low battery" and "pump in safe state" on (B)(6) 2015 at 14:07. The cause of the low battery reset and pump being in safe state was unknown. The pump was replaced. Pump replacement resolved the patient's withdrawal symptoms.

Manufacturer narrative:
Analysis of the pump revealed battery high resistance. As received the pump reservoir had 13 ml of fluid and the pump in the minimum rate infusion mode. Pumps logs gathered, reset, reset-low battery, pump in safe rate and motor stall recovery seen. During internal decontamination process the pump reset again. Battery resistance testing performed and the battery had a high resistance failure. Corrected information: conclusion code no longer applicable.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.